Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo shows the shelf pack with the product information and batch number. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, (fibrin) because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to fibrin. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported tube pln plh 13x75mm 4.0ml plbl rd br contained foreign matter. The following information was provided by the initial reporter: "I have a customer reporting many cases of fibrin in our red tubes, she says that it only happens with bd because they also use greinner and it doesn't happen with these."

Manufacturer narrative:
Initial reporter phone #: (B)(6); initial reporter additional phone #: (B)(6); initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported tube pln plh 13x75mm 4.0ml plbl rd br contained foreign matter. The following information was provided by the initial reporter: "I have a customer reporting many cases of fibrin in our red tubes, she says that it only happens with bd because they also use greinner and it doesn't happen with these."